Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary diagnostic procedure. Reportedly, when the plunger was retracted, a cuff miss occurred. The proglide was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported cuff miss was confirmed. Additionally, one of the anterior cuff tabs (measuring approx. 0.01 by 0.01 inches) was broken off and was not returned with the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the investigation, there does not appear to be any indication of a product quality deficiency.